Event description:
It was reported that the temperature did not rise as expected on the radiofrequency generator. As a result of the event the procedure could not be completed and was scheduled for another day. There were no reported adverse consequences or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the temperature did not rise as expected on the radiofrequency generator. As a result of the event the procedure could not be completed and was scheduled for another day. There were no reported adverse consequences or medical intervention.